Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; (B)(6). No complaint received with return of device. Failure (event) observed during analysis. Analysis found high voltage output circuit damage on the device. The cause of the damage could not be determined. The low voltage functionality was tested on the bench and our automated testing equipment. All of the low voltage test specifications were normal.